Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was sent to biomedical engineering for a defective battery replacement, cracks were noticed in the lower bottom of the front case upon removing the battery where the threaded insert screws are located. The customer provided pictures of the front case. There was no patient involvement.

Manufacturer narrative:
The report of cracks at the lower bottom of the front case was confirmed for both front cases. Both cases showed cracks at the left and right bottom corners missing substantial plastic from each corners of the case, including one missing insert post. An external inspection of the returned front case / keypad assembly, labeled with serial number: (B)(6), was performed. The front case was observed to have both bottom corners broken. The left corner shows a partial portion of the insert post with a stress crack through the post. The entire right insert post is missing from the lower-case front. Both openings show signs of fluid ingress residue. The left and right corner above the soft keys also show cracks. An external inspection of the returned front case / keypad assembly, not labeled with a serial number, but presumed to be for (B)(6) was performed. The front case was observed to have both bottom corners broken. The right and left insert posts are visible and are missing the plastic that incase them. Both openings show signs of fluid ingress residue. The left and right corner above the soft keys also show cracks. The proximate cause for the cracks on the front case / keypad assemblies are believed to be the result of physical damage. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 07/16/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/26/2020 and indicated that this device has not been previously returned for service. Review of the production failure records were performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source devices. H3 other text : only a keypad was provided for investigation.

Event description:
It was reported that the device was sent to biomedical engineering for a defective battery replacement, cracks were noticed in the lower bottom of the front case upon removing the battery where the threaded insert screws are located. The customer provided pictures of the front case. There was no patient involvement.